Manufacturer narrative:
The device was checked at the local repair shop in (B)(6). The reported deviation could be attributed to the pcb mpu. Due to a malfunction of this pcb, it was not possible to retrieve a log file for further analysis. However, a photo of the affected pcb was submitted for manufacturer analysis. It could be seen that the whole area of the pcb was very dusty and dirty. It is likely that this unusual amount of dust had created high-resistance connections and thus caused the malfunction of the pcb mpu. In case of such a detected technical deviation the device alarms and triggers a restart in an attempt to correct the issue. During this time the display turns dark, ventilation is suspended but the emergency breathing valve is opened in order to allow spontaneous breathing of the patient. A visual check of the device interior is part of the annual preventive maintenance and cleaning shall be performed if necessary.

Event description:
It was reported that an electronic sound (beep) was ringing intermittently, the screen display disappeared and the air supply stopped. No patient consequences reported.